Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that when a secondary of chemotherapy was attached to the y-port below the check valve on the primary set, fluid would leak from the y-port or the secondary would not back prime. There was not report of patient harm.